Event description:
It was reported that the lead exhibited high capture thresholds, causing the implantable cardioverter defibrillator to require replacement due to battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.